Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of approximately 500 mg/dl and high life threatening ketones. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg and was discharged on 2024 with no permanent damage and the reported issue resolved. Reportedly, the cause was due an unexpected reset occurring. The customer continued to use the pump for insulin therapy.